Event description:
It was reported that during a lower anterior resection the circular knife blade cut through the tissue and create a lumen, but none of the staples formed. The procedure was completed by using suture to anastomosis the bowel. There was no pt consequence.